Event description:
Bilateral removal and capsular contractures bilaterally. Pt had tenderness to palpation in right lateral of right breast. Implants were inserted in iran 6 yrs ago with no identifying info on the implants. Pt required bilateral capsulectomy because portions of fixation patches were removed and a portion remained attached to implant and a portion remained attached to capsule. Pathology reports fragments of hemorrhagic soft tissue attached to implants.